Event description:
It was reported that the patient received shocks for atrial fibrillation (af) at high ventricular rates or wolff-parkinson-white arrhythmia. The patient elected to have the device removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).